Event description:
Customer stated "transfer bench came in and the back will not lock. Push button is loose and and it wont come back out to lock it".

Manufacturer narrative:
It was reported that the push button on the transfer bench is not functioning as intended ("transfer bench came in and the back will not lock. Push button is loose and it won't come back out to lock it"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.